Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Explant date:(B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs- paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(4), batch: 19626503.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith effort.